Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, poor communication occurred due to cable failure (such as internal disconnection), and disappearance of the image occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
An olympus sales representative reported on behalf of the customer that the 4k camera head had a no image problem. The issue was found during preparation before use in a therapeutic laparoscope procedure. There were no reports of delay, the patient was not under anesthesia. The intended procedure was completed with another similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no image¿ was confirmed. The device evaluation found there was no image due to faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.